Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, that universal surgical manipulator (usm3) moved unexpectedly. The intuitive technical support engineer (tse) reviewed the live logs and found no usm3 movement messages. The surgeon continued with the procedure robotically and completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue during system test drive. Fse reviewed error logs and noticed two errors 100 (setup joint (suj) moved without being clutched on sujd wrist). The error 100 occurred during the first case on universal surgical manipulator (usm4). The second error 100 occurred during the second case. Fse informed clinical sales representative (csr) to ensure bedside staff are maintaining clearance of the usms while in use. System has been verified and ready for use. The complaint was confirmed in the logs, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a user-related issue. Based on fse field evaluation, the system issue was due to the customer not maintaining clearance of the usms while in use.